Event description:
It was reported that (1) 35nlt was used during a pelviscopy procedure. It was reported by the rep that the 5mm trocar was inserted as second port. The surgeon noticed that pt was losing co2. The trocar stop and was closed. The surgeon pulled the trocar out of the abdomen and noticed that the clear non blade tip has fallen off. The tip was inside the pt. The surgeon was able to take out laparoscopically. There was no consequence to pt.